Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent an implant procedure. During the procedure, the doctor was unable to implant the sensor intended for use due to the patient's anatomy. In turn, the catheter became kinked while in the femoral vein. As a result, the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.